Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that close to midnight on (B)(6) 2019, the patient fell out of their truck, twisted and fell on their back. They developed back pain and went to the emergency room on (B)(6) 2019. It was noted that the patient had turned off the ins, but didn't have their controller with them. MRI guidelines were requested and information was reviewed. They were also redirected to their doctor to discuss their symptoms. No direct device allegations were reported or alleged. No further complications were reported or anticipated.